Event description:
It was reported that the customer experienced multiple alarm notifications due to an occlusion issue, including alarm 2 and alarm 26. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read "high" on the cgm. The customer followed instructions from technical support, which included disconnecting and adjusting the tubing, and delivering boluses to manage the issue. After determining the occlusion was caused by a cartridge blockage, the customer changed supplies as necessary and resumed insulin therapy.